Manufacturer narrative:
Reporting updated information regarding skin injury mentioning gel release: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel. Not applicable.

Event description:
Reporting updated information regarding skin injury: the patient later reported that they received a burn from the lifevest shock, not a blister, when the gel was released. Patient stated that the burn was underneath the therapy electrode pads. Patient reported that the injury was now healed and did not recall seeking medical treatment for the burn. Submitting supplemental emdr for follow-up information. Patient received 2 appropriate shocks during vt/vf. Post shock sinus rhythm was sinus rhythm @ 50 bpm with motion artifact. Upon further review there was an injury reported by the patient¿s nurse. The nurse reported that the lifevest was removed after the treatment due to a skin irritation that resembled a blister that was red. The skin was not open or bleeding. The patient was already in the hospital due to the treatment and is to receive an ICD. The outcome of blister is unknown.

Manufacturer narrative:
Not applicable.

Event description:
Patient received 2 appropriate shocks during vt/vf. Post shock sinus rhythm was sinus rhythm @ 50 bpm with motion artifact. Upon further review there was an injury reported by the patient¿s nurse. The nurse reported that the lifevest was removed after the treatment due to a skin irritation that resembled a blister that was red. The skin was not open or bleeding. The patient was already in the hospital due to the treatment and is to receive an ICD. The outcome of blister is unknown.